Manufacturer narrative:
The event date and device information were unable to be retrieved. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
During a conference, a presentation revealed a case where a coronary perforation was observed following use of a diamondback 360 coronary orbital atherectomy device in an extremely tortuous left anterior descending artery. A covered stent was placed to resolve the perforation. It was unknown during treatment that the viperwire advance coronary guide wire had become subintimal which was suspected to be the cause of the perforation. Further information was requested but was not available.